Event description:
It was reported that pump experienced non-resettable malfunction code with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode and return it with prepaid label, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device, including selecting appropriate setup option for users coming from pump.